Event description:
It was reported that the flap inside the leg bag malfunctioned and caused the patient to go to the emergency room. Per follow-up with customer via phone on 28oct2020, the flap inside the bag where the tube goes in, folded over on itself causing the fluid to back up. The bag was replaced and has been discarded.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "obstruction in tube / kinked tubing / wrong tubing dimensions." The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flap inside the leg bag malfunctioned and caused the patient to go to the emergency room. Additional information required. Per follow up with customer via phone on 28oct2020, the flap inside the bag where the tube goes in, folded over on itself causing the fluid to back up. The bag was replaced and has been discarded.